Event description:
On (B)(6) 2013, it was reported that a handheld device often had a frozen screen and very slow communication. The event began on (B)(6) 2012 after upgrade to version 8.1 software. The screen freeze occurred after a successful interrogation. Hard resets were performed but did not resolve the issue. This was occurring occasionally but often, and interrogations were very slow. Attempts for product return have been unsuccessful.

Event description:
Only the handheld device was returned on (B)(4) 2013. The software flashcard is not expected for return. Product analysis was performed. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the anomaly is associated with debris that was trapped between the screen and top bezel. Once the debris was removed and the screen was cleaned no further anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The software flashcard was not returned.